Event description:
It was reported that during pre-op, the main unit was not starting. There was no known patient impact.

Manufacturer narrative:
H3:it was found in the analysis that the error (black) display was observed, touch panel was scratched. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8253200, product description: patient interface 8253200 response 3.0, serial/lot #: (B)(6) ubd: , UDI#: (B)(4). H3: product analysis of patient interface 8253200 response 3.0: the results of the analysis concluded that there was no malfunction in the device. H6: patient interface 8253200 response 3.0 - fdm b01, fdr c19, img g02005 and fdc d20 codes are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.